Event description:
Procedure: wedge resection. According to the reporter: three days after the surgery, bleeding was found. Re-operating was done. Electrical knife was used to stop the bleeding. The surgeon indicated that the incident was caused by the duet touched the part. Pt status is ok. Bleeding was reported as under 200c. Over 3cm incision for re-operation.

Manufacturer narrative:
(B)(4).